Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator. The patient's medical history was noted to include lower back and right lower extremity pain. It was reported that the patient had a new lower back pain. Stimulation was not effectively covering or providing relief to this area. Reprogramming was performed and the issue was resolved. No further complications were reported. Additional information was reported that the patient's pain continues to worsen. The larger area of pain is now on the right side that the ins is not covering. The patient was reprogrammed to effectively cover this area. The patient declined the use of adaptive stimulation (as). The patient stated that the ins was turning itself off over the last week. The patient stated he uses the remote to turn it back on. The patient was asked to call the rep if this happens again. The use since the last visit was 99%. No further information was reported.